Event description:
It was reported that the patient presented in clinic for follow up. During the device interrogation, communication was suddenly lost between the device and programmer. Patient will continue to be monitored. The patient was in stable condition throughout the interrogation and there were no adverse consequences due to the loss of communication.